Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues downloading the insulin pump. After troubleshooting the customer was able to proceed through screens for upload. Customer's blood glucose level was 46 mg/dl. She drank coffee and had a piece of cake to treat her blood glucose level. The customer had not eaten enough. The device was not returned.